Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the proximal and distal conductors of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented, foreign material visible on the lead due to inject contrast media via the lead caused at the implant. (B)(4).

Event description:
It was reported that during an implant attempt, the physician tried to inject contrast media via the lead with a small 2ml syringe. The contrast media inflated the insulation proximal to the label that contains the serial number, almost looked like a balloon catheter, then the contrast media spurted out through a hole in the insulation. Another lead was implanted. No patient complications have been reported as a result of this event.